Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vrbh, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss or change of therapy and went through 3 pads on (B)(6) 2015. There was "a lot of leakage," and the patient was not sure that it was on, thinking they turned it off that morning. The patient did not feel stimulation, but stimulation was determined to be on. During the call, the patient increased stimulation and was able to feel it. The patient was advised to wait a day or two to see if the symptoms resolve. Stimulation was felt in the leg " a lot of times" after sitting for a while. Cause and outcome remains unknown. Follow up is being conducted to obtain additional information. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).